Manufacturer narrative:
Patient weight - not provided. Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad)on (B)(6) 2016. It was reported that the manufacturer's technical service reviewed the log files and observed a no external power / low power hazard events on (B)(6) 2018 while the vad was connected to a mobile power unit (mpu). The event potentially may have been as a result of the mpu ac power cord becoming loose. There was no interruption in pump support to the patient during this event. No additional information was provided.

Manufacturer narrative:
The mobile power unit (mpu) was not returned for evaluation. A specific root cause of the captured event could not be determined. The reported no external power alarm was confirmed based on the submitted log file. The event occurred while the system was operating on the mpu and appeared to be due to a loss of power to the mpu. The pump was supported by the backup battery during the event and continued to operate at the set speed. A specific root cause of the captured event could not be determined. The mpu was manufactured prior to the a/c power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mobile power unit (mpu) was not returned for evaluation. A specific root cause of the captured event could not be determined. The reported no external power alarm was confirmed based on the submitted log file. The event occurred while the system was operating on the mpu and appeared to be due to a loss of power to the mpu. The pump was supported by the backup battery during the event and continued to operate at the set speed. A specific root cause of the captured event could not be determined. The mpu was manufactured prior to the a/c power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.